Event description:
(B)(4). Same case as MDR#2134265-2013-03019 and 2134265-2013-03018. It was reported that following a coronary artery stenting treatment procedure in-stent restenosis occurred. In (B)(6) 2010, the patient presented with midsternal chest pressure associated with the inability to take a deep breath, nausea and vomiting. The patient was diagnosed with non q-wave non-st elevation myocardial infarction (kilip classification: 1) and cardiac catheterization was recommended. The 100% stenosed, 10 x 2.25mm target lesion located in the 1st diagonal was treated with pre-dilatation and placement of a 2.25 x 12 mm taxus liberte stent, with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented with substernal chest tightness, dyspnea, palpitations and resting discomfort. The subject was diagnosed with unstable angina (ccs class: IV) and was hospitalized on the same day. Cardiac catheterization was recommended. The 70% proximal edge in-stent restenosis of the previously placed study stent in the 1st diagonal was treated with cutting balloon angioplasty using a 2.50 x 10 mm non-bsc balloon resulting in 0% residual stenosis. During the procedure, the patient experienced chest pain or pressure and was treated with morphine. The developed anginal symptoms with the passage of atlantic sr pro intravascular ultrasound (ivus) catheter and during balloon angioplasty with an unspecified bsc catheter. In addition, the patient experienced right groin pain, hip pain and bilateral hip pain which was treated with medication. The event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).